Event description:
It has been reported to philips that the device gives incorrect measurement, hr is not corresponding w/patient or rhythm on ECG.

Event description:
It has been reported to philips that hr is not corresponding w/patient or rhythm on ECG. ECG rate is varying 100-150 while pt's mechanical hr is approximately 75.